Manufacturer narrative:
Returned for analysis were the pump and a partial catheter. During the analysis of the pump a deformed pump tube in the pumphead was observed. Analysis of the catheter revealed a hole (or torn catheter) in the catheter body caused by metal pin of pump connector poking. (B)(4).

Event description:
It was reported that the catheter had come disconnected from the catheter connector and a white powder-plaque formed around the catheter connector. The pump and catheter were explanted. Patient status was indicated as alive with no injury. Drugs delivered via the device were baclofen and bupivacaine.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), product type catheter product ID 8598 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.